Event description:
Customer reported there is not a tight fit when the nurse call cable ius plugged into the alarm's nurse call outlet. Customer also reported the nurse call station does not sound when the nurse call cable is in use with the alarm. Customer did not provide a date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit confirmed the reported issue. The nurse call cable fits loose inside the nurse call receptacle and the nurse call receptacle moves when plugging in the nurse call cable. There is something heard rattling inside the case when the alarm is moved. The nurse call light does not come on at the nurse call test fixture as it should when weight is off the pad. The nurse call light comes on intermittently at the nurse call test fixture when weight is off the pad and the nurse call cable is wiggled. The unit passes all other functional tests. MFR ref file # (B)(4).